Event description:
It was reported that the patient underwent a minimally invasive posterior lumbar fusion at t11-l3 to treat a compression fracture at l1. It was reported that the set screw would not engage the bone screw. The surgeon had to convert to an open procedure to get the set screw to engage and finish final tightening. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.